Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized in the same month as the onset for the peritonitis. On unreported date(s), the patient was treated with unspecified antibiotics (medications, dosages, routes, frequency, and durations not reported) for the peritonitis. It was reported that one of the antibiotic medications was discontinued during the period of hospitalization and the other medication was continued intraperitoneally (ip) for 21 to 28 days. Dianeal therapy was ongoing. It was reported that the patient was recovering from the peritonitis event. Additional information was requested but is not available. This is report 2 of 5.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.